Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, off no power with low battery indicator and lost sensor alarm from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer is low glucose intolerant and does not feel anything when he has high readings. The customer treated with manual injections. The customer stated that no delivery alarms occurred previously before high readings. The customer stated that when he changed the batteries, the pump kept shutting off. The customer confirmed there were a low battery indicator and a lost sensor alert. The customer was advised to call next time the lost sensor occurs.